Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) that the k6, k6a, k7 and k8 leak test on the cs300 intra-aortic balloon pump (iabp) failed ( test #1 > 80 mmhg) , the drive assembly (k8 valve) is defective. There was no patient involvement and no adverse event was reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) that the k6, k6a, k7 and k8 leak test on the cs300 intra-aortic balloon pump (iabp) failed ( test #1 80 mmhg) , the drive assembly (k8 valve) is defective. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The getinge service representative that encountered the issue reported that the iabp unit was not repaired as the customer did not accept price quotation, and it is not certain whether the device will be repaired. It was also reported that the iabp unit was placed out of service. If any pertinent information is received in the future, a supplemental report will be submitted.